Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that vascular access nurse placed this powerglide catheter inside a patient, when they flushed the catheter, there was leakage out from a small perforation at the junction between the catheter and catheter hub. This resulted in them having to place another powerglide in the patient, another insertion/poke for the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the catheter was confirmed. The product returned for evaluation was one 10 cm catheters from a 20 ga powerglide pro. The investigation findings are consistent with catheter damage caused by contact with a sharp-edged instrument, likely the integrated introducer needle. The returned product sample was evaluated and a hole in the catheter was observed towards the proximal end of the catheter. Microscopic examination of the catheter hole confirmed it was typical of contact with a needle, and the characteristics observed which supported this type of failure included: ¿ the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on the bevel of a needle. ¿ the fracture edges were sharply formed and had planar (flat) surfaces. ¿ the damage also contained the overall shape of a chevron 'v'. This shape is common to many needle bevels, and this shape is often transferred onto the catheter when punctured by a needle. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that vascular access nurse placed this powerglide catheter inside a patient, when they flushed the catheter, there was leakage out from a small perforation at the junction between the catheter and catheter hub. This resulted in them having to place another powerglide in the patient, another insertion/poke for the patient. No other information was provided.